Manufacturer narrative:
A general reagent issue was excluded as no further issues were reported and a correct rerun was performed with the same reagent. The field service engineer replaced and adjusted the sample probe and the reagent probes. He also replaced the maintenance kit, the halogen lamp, and the reaction cells. He then performed the weekly maintenance and confirmed that both the test and the module were performing within specifications. No further issues were reported after the service visit. The cause of the event could not be determined.

Event description:
We received an allegation of questionable results for 1 patient sample tested with the hba1c on a cobas c513 analyzer. Initial result: 7.07 %. The initial result was reported to the physician. Since the initial result did not match the patient's medical history, a new sample was drawn and tested and the result was normal. After 2 days, the original sample was then repeated twice and the repeat results were 5.58 % and 5.77 %. The repeat results were deemed to be correct.

Manufacturer narrative:
The hba1c reagent lot number and expiration date were not provided. The investigation is ongoing.